Event description:
Procedure performed: na (happened during demonstration) event description: complaint 1 of 2: #(B)(4), model ca500, lot 1495846, 1ea. Complaint 2 of 2: #(B)(4), model ca500, lot 1495846, 1ea. Two related complaints occurred during the same event. Hospital: "this tuesday (B)(6) 2024 I was presenting our clip appliers to a general surgeon dr. [Name] at [hospital] 1027401. This was for a potential system-wide conversion to our clip appliers, but both non-sterile demo units I had malfunctioned. After the first several clips were fired without issue, the surgeon made a comment that the clip didn't load and indeed after pulling the handle all the way back no clip was in the jaws. After several clips properly fired later, the black handle got stuck halfway and wouldn't release and had to be forced to continue to pull back. Since that demo wasn't working, I got my 2nd demo ca500 from my car which was still in its packaging. The same scenario played out again where most of the clips worked fine, then no clip loaded, several more worked fine, then handle got stuck. I ordered these demos on (B)(6) 2024, but the recall notice was sent to us 2/9/24. The recall notice lists affected lots ending in 1495845. My demo units were lot 1495846." Additional information received from [name] via email on 19apr2024: "to clarify, I ordered 4 non-sterile units ca500/1495846: #1 malfunctioned while dr. [Name]demoing, not in my possession. #2 malfunctioned while dr. [Name] demoing, in my possession. #3 I don't want to risk showing, in my possession. #4 I don't want to risk showing, in my possession. In the recall letter, lot numbers in the range of 147xxxx - 151xxxx are listed which would put my 4 ca500/1495846 demos right in the middle of that. I joined dr. [Name] the next day (B)(6) 2024 at another facility [hospital] 1010078 for a lap chole, and while he was using a [competitor device] clip applier, he commented that if he had been using the one I showed him yesterday the duct could have teared." Additional information received from [name] via email on 25apr2024: "the surgeon was using the clip applier on our vessel demo and after several successful clips deployed, he fired the clip applier but there was no clip on the vessel. The jaws fully closed, but there was nothing there. After that, the black handle kept getting stuck midway too. I have 3 units ca500/1495846 if they would be useful to return. They're all non-sterile. " additional information received from [name] via telephone on 25apr2024: one of the event ca500 units was thrown away. After the demo, the rep opened the other 2 ca500, lot 1495846 devices in her stock and tested them to see if they would also malfunction. The rep stated that the other 2 devices also malfunctioned the same way that occurred during the demo. Two additional complaints will be created for these device malfunctions after the demo patient status: na (happened during demonstration). Intervention: na (happened during demonstration).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was unable to be performed as the device was locked out. Visual inspection resulted in no relevant nonconformances; thus, the customer¿s experience could not be confirmed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: na (happened during demonstration) event description: complaint 1 of 2: #2024-001050 model ca500, lot 1495846, 1ea complaint 2 of 2: #2024-001051 model ca500, lot 1495846, 1ea two related complaints occurred during the same event. Hospital: [hospital] (demo) "this tuesday 4/16/24 I was presenting our clip appliers to a general surgeon dr. [Name] at [hospital] 1027401. This was for a potential system-wide conversion to our clip appliers, but both non-sterile demo units I had malfunctioned. After the first several clips were fired without issue, the surgeon made a comment that the clip didn't load and indeed after pulling the handle all the way back no clip was in the jaws. After several clips properly fired later, the black handle got stuck halfway and wouldn't release and had to be forced to continue to pull back. Since that demo wasn't working, I got my 2nd demo ca500 from my car which was still in its packaging. The same scenario played out again where most of the clips worked fine, then no clip loaded, several more worked fine, then handle got stuck. I ordered these demos on 2/28/24, but the recall notice was sent to us 2/9/24. The recall notice lists affected lots ending in 1495845. My demo units were lot 1495846." Additional information received from [name] via email on 19apr2024: "to clarify, I ordered 4 non-sterile units ca500/1495846: . In the recall letter, lot numbers in the range of 147xxxx - 151xxxx are listed which would put my 4 ca500/1495846 demos right in the middle of that. I joined dr. [Name] the next day 4/17/24 at another facility [hospital] 1010078 for a lap chole, and while he was using a [competitor device] clip applier, he commented that if he had been using the one I showed him yesterday the duct could have teared." Additional information received from [name] via email on 25apr2024: "the surgeon was using the clip applier on our vessel demo and after several successful clips deployed, he fired the clip applier but there was no clip on the vessel. The jaws fully closed, but there was nothing there. After that, the black handle kept getting stuck midway too. I have (B)(4) units ca500/1495846 if they would be useful to return. They're all non-sterile. " additional information received from [name] via telephone on 25apr2024: one of the event ca500 units was thrown away. After the demo, the rep opened the other 2 ca500, lot 1495846 devices in her stock and tested them to see if they would also malfunction. The rep stated that the other 2 devices also malfunctioned the same way that occurred during the demo. Two additional complaints will be created for these device malfunctions after the demo patient status: na (happened during demonstration) intervention: na (happened during demonstration).